Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/02/2015 with the following findings: there was a battery compartment crack observed in the thread area. The battery cap couldn¿t tighten to the pump properly, but could still maintain an electrical connection. During the prime steps, the pump was unable to detect the cartridge. The pump¿s force sensor failed a calibration check. The force sensor resistance was measured to be high and out of specifications. The pump case was removed and no intermittent condition could be found to the force sensor. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and there was a force sensor failure. This report is made based on results of investigation completed on 09/02/2015.